Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that following a cataract removal with intraocular lens (iol) implantation procedure that was performed by another surgeon, the "yellow" iol was observed to be "full of glistening" when the reporting surgeon was performing a yttrium, aluminum and garnet crystal laser (yag) capsulotomy for posterior capsular opacity. Additional information has been requested, however none has been received to date.